Event description:
Boston scientific received information that high out of range shocking shocking impedances were noted on this right ventricular lead. This lead was extracted by a laser and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrew marks on all terminals and the clean medical adhesive was torn/separated from the gore at the proximal end of the proximal spring. Detailed analysis revealed insulation abrasion as well as calcification on the proximal print electrode. Laboratory analysis concluded that although the lead passed electrical testing calcification noted covering most of the proximal spring electrode likely contributed to the high out of range shocking impedances.